Manufacturer narrative:
(B)(4).

Event description:
During a hip arthroscopy using an osteoraptor anchor, it was reported that the anchor shattered during insertion. The pieces were removed. The physician prepared three additional sites and implanted three osteoraptor anchors, leaving the initial site empty. The patient¿s bone quality was hard. There were no reports of patient complications or injuries.